Manufacturer narrative:
If implanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. Device evaluation: product evaluation could not be performed because the product was discarded. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a sensar intraocular lens (iol) was fully inserted and doctor noticed that the haptic was kinked and decided to remove the lens from the patient's right (od) eye during the same procedure. The lens was cut out and disposed of. Reportedly, there was no additional surgical intervention required and the patient is doing fine post-operation. No further information provided.